Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrels on bd luer-lok¿ tip syringes were found cracked prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the barrels on bd luer-lok¿ tip syringes were found cracked prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: three samples were received for this complaint for evaluation. Grease, rub marks and a broken flange were noted on the syringes therefore failure mode is verified. A rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. A broken syringe is likely caused by from a misalignment or feeding issue of plunger rods or barrels in the assembly machine. If the plunger rod doesn¿t assemble to the barrel correctly, it can cause a jam and break the syringe. Grease inside packaging was likely caused when maintenance was performed on the packaging machine and grease dripped on to packages below the area worked on. Typically the machine is emptied of packages with syringes in them before maintenance is performed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. A broken syringe is likely caused by from a misalignment or feeding issue of plunger rods or barrels in the assembly machine. If the plunger rod doesn¿t assemble to the barrel correctly, it can cause a jam and break the syringe. Grease inside packaging was likely caused when maintenance was performed on the packaging machine and grease dripped on to packages below the area worked on. Typically the machine is emptied of packages with syringes in them before maintenance is performed.

Manufacturer narrative:
H.6. Additional information was received for this complaint. Medwatch # mw (B)(4) has been added with the additional failure code of scale marking issue. The following fields have been updated: describe event or problem: it was reported that the barrels on bd luer-lok¿ tip syringes were found cracked prior to use. In addition, the failure mode of scale marking issue has been added from medwatch #mw (B)(4). There was no report of exposure, serious injury or medical intervention. E.4. FDA notified yes: the initial reporter also notified the FDA, via medwatch #mw (B)(4).

Event description:
It was reported that the barrels on bd luer-lok¿ tip syringes were found cracked prior to use. In addition, the failure mode of scale marking issue has been added from the medwatch. There was no report of exposure, serious injury or medical intervention.